Event description:
It was reported that a yukon polyaxial screw fractured intra-operatively. The event resulted in a 20 minute surgical delay. The procedure was completed successfully without any adverse consequences to the patient.

Manufacturer narrative:
The implant was returned, visually and microscopically inspected. Upon review, it was observed that the screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face indicated that the failure likely occurred in torsion. Complaint history records were reviewed for this lot, and no similar complaints were identified. Since the product was exposed to hep-c patient, a closer investigation of the implant could not be performed. Hence, a conclusive cause of the failure mode could not be determined.

Event description:
It was reported that a yukon polyaxial screw fractured intra-operatively. The event resulted in a 20 minute surgical delay. The procedure was completed successfully without and adverse consequences to the patient.